Event description:
It was reported that the patient had a screen with the programmer and something that they didn't know what it was with a question mark in between. Additional information received reported that last week the patient was set at 1.90 v and could not feel stimulation so they adjusted up to until they could feel it at 3.95v. Now that setting was too high and it was not comfortable for them. It was reported that the patient ran right through the heaviest pads and could not go anywhere for the fear of having an accident. It was reported that the patient's lower back swelled if they did anything and this affected their ability to feel stimulation. It was noted that the patient had multiple back surgeries in the past and their back had been swelling ever since. Sometimes the patient could have stimulation set at 4.0v and could feel it fine but then because of their back issues all of the sudden it would be too much for the based on their body positioning. It was reported that once the patient's brain said they had to go it started to run.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va071ey, implanted: (B)(6) 2013, product type lead; product ID 3095-10, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3037, serial # (B)(4), product type prog rammer, patient. (B)(4).

Event description:
It was reported that the patient had a loss of therapeutic effect and stimulation in the wrong location. The patient also stated that programming training was ineffective because she was still under the effects of anesthesia. The patient did not know how to make the programmer ¿run right.¿ the patient stated that the ¿only time¿ the device worked was when she was ¿sitting flat.¿ otherwise the device did not work because the patient had ¿so much scar tissue.¿ the patient felt the stimulation on the left side of the vagina wall when it worked but at the time of the report felt stimulation in her anus. The patient was having frequency with bowel movement since the device was implanted, ¿three to four times a day.¿ the patient reportedly told the manufacturer representative in the beginning that she felt stimulation in her anus for three days in a row but was told that this would improve. The patient stated that the device was not helping with her bladder issue since implant. The patient had an appointment scheduled with her health care provider (hcp) on (B)(6) 2013. The patient was assisted in adjusting stimulation from 3.1 volts to 3.7 volts and she still did not feel stimulation. The patient changed to program 2 and increased from 1.80 to 2.95 volts where she felt ¿just a little stimulation.¿ the patient increased further to 3.15 volts and felt a ¿slight pulse.¿ when the patient increased to 3.20 volts the ¿pulse¿ go t stronger. The patient increase to 3.4 volts and stated that she felt stimulation ¿just enough to know that it was there.¿ the patient also did not feel stimulation in her anus like program 1. The patient had no falls or traumas since the device was implanted. Additional information received reported that the patient had her fourth bladder infection since being implanted in (B)(6) 2013. Health care professional (hcp) recommended catheterization and patient was scheduled for (B)(6) 2013. Patient was on an antibiotic for the bladder infection starting on (B)(6). Patient had taken the antibiotic for two weeks, 3 times a day and was off the antibiotic on (B)(6). Patient had infection again three days after being off the antibiotic. It was noted ¿it had been this way since she had the implant.¿ patient was allergic to medication and they were running out of things to give her for the infection. It was noted that the patient never had therapeutic effect. Patient had not gotten relief from the trial phase of the device. It was noted that initially stimulation was set so strong that the patient was bleeding and it was painful stimulation. Patient only had trial for one week but was supposed to have had it for two weeks. Patient felt implant was rushed.

Manufacturer narrative:
(B)(4).